Event description:
Filter didn't advance properly - legs caught at sheath. Hemostasis used to remove the filter from inside sheath. The delivery system was replaced and attached to the previously placed introducer to complete filter deployment to the targeted area.